Manufacturer narrative:
H.6. Investigation: one loose 1ml syringe with needle attached was received and evaluated. The needle appeared to be manipulated from a small amount of clear fluid in the tip of the syringe. No defects were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in sample received.

Event description:
It was reported that during use of the syringe 1ml s/t w/ndl 25x5/8 rb needle separates from syringe. The following information was provided by the initial reporter: verbatim: consumer stated, he has to bang his syringe against a desk to get the needle to stay on, otherwise, it shoots off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the syringe 1ml s/t w/ndl 25x5/8 rb needle separates from syringe. The following information was provided by the initial reporter: verbatim: consumer stated, he has to bang his syringe against a desk to get the needle to stay on, otherwise, it shoots off.